Event description:
9/4/96 right frontal craneotomy and clipping of aneurysm. 9/5/96 post-op angio, slipped clip. Pt returned to or 9/6/96 for repeat clipping. Neurosurgeon unable to determine if clip is defective or pressure caused clip to slip.